Manufacturer narrative:
(B)(4). (Mesh exposure); (dyspareunia). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure and a sling procedure on (B)(6) 2006. The pt subsequently experienced multiple injuries including erosion of the vaginal wall, vaginal bleeding, pain, swelling, dyspareunia, and loss of ability to perform sexually. The pt subsequently has had surgeries, including excision of the mesh on (B)(6) 2006 and (B)(6) 2010. No additional info was provided at this time.